Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-14140. It was reported that the patient experienced an infection, which caused the patient's pacemaker wound to redden. The infection was addressed by debridement, and the pacemaker and right ventricular lead remained implanted. The patient's condition was good and would be monitored.